Event description:
It was reported that (3) devices were used during a low anterior resection. It was reported by the affiliate that the tlc75 firing knob of the device, blocked after 1cm, the firing knob was in the start position. This happened on all (3) devices of the same lot number. There was no consequence to the pt.